Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of power cord which would not keep the device powered on through observation of the event. Evaluation determined the cause to be a failed power cord. The failed power cord was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a power cord which would not keep the device powered on. There was no patient involvement.